Manufacturer narrative:
Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_ext, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Van buyten, smet. Neuromodulation for headache and craniofacial pain disorders. A single centre experience. Summary: a custom made, tined ons-lead with flexible electrodes was developed in close collaboration between pain centre of az nikolaas and the bakken research center of medtronic. The custom made lead (model 09078) was introduced in 2013 and (icch)(ankerstim) received ce mark on 23 december 2016 (on label use). Between 2013 and november 2019, 108 (102 ons +6 peripheral trigeminal) patients with refractory headache disorder or facial pain were implanted with the custom made, tined ons-lead or the ankerstim lead. Reported events: 1. 4 patients experienced an infection of the lead or/connector/extension. 2. 3 patients experienced high impedance on the electrodes of an ankerstim lead. 3. One patient experienced skin perforation. 4. 4 patients experienced a migration of a sfeno lead. 5. One patient experienced an erosion of the extension. No specific device information provided.